Event description:
I went in for lasik procedure (at (B)(6)) and 2 days later I noticed decreased vision in right eye. I went back and eye doctor said all ok. But then saw my neurologist on same day and he said I had a detached retina. I went to a retina doctor and had surgery to re- attach. It didn't work so I ended up having 4 more retina surgeries. None worked. I went blind in right eye after a choroidal hemorrhage during 5th surgery then had pain for about 2-3 years until I had eye removed at (B)(6). I now have a prosthetic eye. I should never have been a candidate for lasik.